Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, instruments inside patient, the suture of the fast-fix fell off from the inserter. Both ts were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of the different device revealed the t1 is off the needle but still attached to the suture. The t2 and suture are still on the needle. The actuator is in the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: event description and codes updated. A1: patient identifier must be in blank. There is confirmation a patient was involved but there is no specific data of the patient.

Event description:
It was reported that during a meniscus repair, instruments inside patient, both ts of the fast-fix fell off from the inserter. Both ts were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.